Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while seating the cementless tibia tray, the fb tibia impactor cracked and broke into 2 pieces. The tibia was fully seated therefore there was no surgical delay. The 2 broken pieces were retrieved and would be returned. No additional information was available.